Event description:
Low flow alarms at home. Interrogation of lvad and physical inspection indicated damage in power leads and need for controller change. While ac power pump stopped. Xray indicated areas of concern in drive line.

Event description:
Low flow alarms at home. Iterrogation of lvad and physical inspectionindicated damage in power leads and need for controller change. Whileac power pump stopped. Xray indicated areas of concern in drive line.